Event description:
It was reported that pump battery depleted too quickly and caused pump to shut down, which led to customer¿s blood glucose reaching a very high level. Customer gave correction insulin by injection and then resumed insulin using pump, and technical support reviewed pump logs, confirmed battery use was normal for the customer¿s settings and insulin use, and provided education on addressing alerts quickly and reducing battery consumption, which customer understood and acknowledged. Cts to replace pump. Customer will continue to use current pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.